Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced cloudy vision and was not able to adapt to the lens. The lens was exchanged later in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).